Event description:
On (B)(6) 2021, this patient underwent an endovascular procedure and it was planned to utilize a gore® tag® conformable thoracic stent graft with active control system to treat a thoracic aortic aneurysm. The gore® tag® conformable thoracic stent graft tgmr404020e component was advanced to the intended location in the descending aorta with the physician actuating first stage deployment. After having deployed the stent for about 3 cm, the deployment line suddenly broke without prior resistance felt when pulling the line. The physician reverted to the backup deployment mechanism but the fiber in the according channel was no longer present. It was reported that the physician believed the distal blood flow was now impeded due the device still being closed towards distal, there was a need to solve the situation somewhat quickly. Therefore, the physician decided to use a gore® dry seal flex introducer sheath dsf (24/65) and pulled the device in its current state of deployment back into the sheath with force. When rapidly retracting the sheath out of the patient the common iliac artery was injured at the point of access which subsequently was patched. The procedure then proceeded and a bolton thoracic stent graft was implanted. The patient tolerated the procedure. Reportedly, after having retracted the tgmr404020e component from the patient, the physician opened the endoprosthesis on the backtable to understand what had kept it from deploying.

Manufacturer narrative:
G2: additional selection: foreign. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 22 - according to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to: deployment failure. The gore® tag® conformable thoracic stent graft with active control system tgmr404020e / (B)(6) was returned to gore and an engineering evaluation was performed. The investigation showed that the primary deployment line (pdl) was broken in the handle of the device. The findings of the evaluation are consistent with the reported event description that the primary deployment line broke. However, based on the investigation and available information, a root cause could not be confirmed.

Event description:
On (B)(6), 2021, this patient underwent an endovascular procedure and it was planned to utilize a gore¿ tag¿ conformable thoracic stent graft with active control system to treat a thoracic aortic aneurysm. The gore¿ tag¿ conformable thoracic stent graft tgmr404020e component was advanced to the intended location in the descending aorta with the physician actuating first stage deployment. After having deployed the stent for about 3 cm, the deployment line suddenly broke without prior resistance felt when pulling the line. The physician reverted to the backup deployment mechanism but the fiber in the according channel was no longer present. As distal blood flow was now impeded due the device still being closed towards distal, there was a need to solve the situation somewhat quickly. Therefore, the physician decided to use a gore¿ dry seal flex introducer sheath dsf (24/33) and pulled the device in its current state of deployment back into the sheath with force. When rapidly retracting the sheath out of the patient the common iliac artery was injured at the point of access which subsequently was patched. The procedure then proceeded and a bolton thoracic stent graft was implanted. The patient tolerated the procedure.